Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. Difficulty with snare retraction can occur if the snare device becomes damaged during use or general handling, perhaps due to an application of excessive pressure. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. This activity will aid in preservation of the acusnare. Buckling of the outer sheath near the handle can occur if the snare handle experiences excessive pressure during use, perhaps in response to resistance experienced during attempted removal of the large polyp. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. An insecure connection could contribute to difficulty with current application. Prior to distribution, all acusnare polypectomy soft snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. However, this type of occurrence was brought to the attention of the quality review board (qrb) and an action item has been assigned to further investigate reports of snare retraction difficulty. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a polypectomy procedure, the physician used a cook endoscopy acusnare polypectomy soft snare. The snare wire was advanced into position and closed around a polyp with a large base. The report indicated the snare wire would not cut through the base of the polyp. The outer catheter of the snare buckled near the handle and the device would no longer conduct current. The snare was removed from the endoscope and another snare was used successfully. A section of the device did not remain inside the pt¿s body. The pt did not require any add¿l medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence. However, due to this occurrence the procedure took approx 2 1/2 hours to complete which is longer than usual.